Manufacturer narrative:
Part and lot information provided by complainant does not match returned product. Product was identified as 804710 and lot information is unknown.

Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced failure of implant to integrate.